Event description:
Hmsc reported ra threshold issues. Recording showed potential oversensing of rv events. Previous recordings show this behavior occurring since implant. Patient evaluated in office and reported to show stable values. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.